Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, multiple issues were encountered after the successful completion of a pulmonary vein isolation in the left atrium with pulsed field energy. When the system was repositioned into the right atrial lead for ablation of the cavotricuspid isthmus (cti) using radiofrequency energy, the following problems occurred: radiofrequency delivery errors, temperature or level output issues, and alerts including "impedance check disabled" (error code 060) and "impedance change rate too high" (error code 012). These alerts were intermittently reset, but occasionally terminated ablation prematurely. Temperature and impedance feedback graphs showed varying levels of ablation success, and remaps failed to show a durable block at the ablation sites. An air bubble detection alert prompted the pump to be stopped and the catheter to be removed, at which point small char was observed on the sphere-9 catheter. Troubleshooting steps included resetting the stack, re-plugging gen link cables, grounding, and catheter extension cable, and replacing the catheter extension cable and catheter, but these did not resolve the alerts. New grounding pads were placed after discovering that one of the four grounding pads on the patient¿s back was lifted off the skin and not in good contact. After removing the faulty ground connection and restarting the stack, radiofrequency energy was successfully delivered and the cti line was completed, achieving block. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image and the afr-00001 sphere catheter with lot number 0231584366 was returned and analyzed. The image file was reviewed, and multiple notifications were received. 1. Pump stopped bubble detected 2. Returns contact quality 3. Abl catheter not connected. During external inspection of the catheter, material was found on the sphere tip. The cirris tester e-114 sn04 was used to perform the shorts and mapping tests and both showed passing results. The test capital system was used to perform a simulation test which concluded that pulsed field, radiofrequency, and mapping were as expected. In conclusion, the reported material in tip issue was confirmed through analysis. The sphere catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: afr-00007 product type: location reference patch; product ID: afr-00005 product type: irrigation pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0231584366 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn04 was used to perform the shorts and mapping tests and both showed passing results. The test capital system was used to perform a simulation test which concluded that pulsed field (pf), radiofrequency (rf), and mapping were normal. The keyence microscope e-220 sn02 was used to verify the foreign material. The foreign material was found in the cage of the catheter in zone 1. No issues or errors were observed during each test. In conclusion, the reported issue (char) was not confirmed through testing. The reported (errors "impedance check disabled" and "impedance change rate too high") were confirmed through data analysis. The reported foreign material issue was confirmed during visual inspection, the nature of the material could not be identified, it was desiccated material. The catheter passed the returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.